Event description:
A medtronic representative reported that the top of the screw that is used to open and close the spine clamp was stripped from overuse of the driver. There was no pt present.

Manufacturer narrative:
No pt information provided as no pt was involved in this concern. The device has not been returned to the manufacturer. A medtronic representative replaced the device at the site and the issue was resolved.